Event description:
It was reported that the pt's sling was removed due to urethral erosion. No add'l pt complications were reported in relation to this event. The pt was later implanted with another incontinence device.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.